Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to noise and a fracture distal to the yoke. A new ICD and endotak system was implanted.